Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report that the insulin pump alarmed button error. The customer's blood glucose level was 180 mg/dl. The customer could not recall any significant events leading to the alarms. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer's device was replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump has cracked case at the display window corner, battery tube threads, minor scratched and cracked display window.